Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had physical damage, which included a loose electrocardiogram connector on the link electronic module printed circuit board and therefore the board was replaced and calibrated. Concomitant product: product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer had physical damage. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.